Manufacturer narrative:
Calibration and quality control results were acceptable. Upon review of the alarm trace, no relevant alarms were observed. Based on the provided information an assay-related issue cannot be detected. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa assay on a cobas e 601 module. The sample initially resulted in a total psa value of 0.95 ng/ml and repeated as 0.17 ng/ml. The questionable result was reported outside of the laboratory. The total psa reagent lot was 61494903 with an expiration date of 30-jun-2023.